Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer replaced the diluent/ kcl degasser which was found full of liquid. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. The samples were repeated on another analyzer. Patient 1 initial sodium result was (B)(6) and the repeat result was (B)(6). Patient 2 initial sodium result was (B)(6) and the repeat result was (B)(6). Patient 3 initial sodium result was (B)(6) and the repeat result was (B)(6). The initial chloride result was (B)(6) and the repeat result was (B)(6). The initial potassium result was (B)(6) and the repeat result was (B)(6).